Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided to perform lot device's lot number was not provided to perform lot history review. Based on the info provided and the investigation performed, the root cause of the reported retroperitoneal bleed is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU.

Event description:
A female underwent a diagnostic coronary interventional in 2008, in which no peri-procedure, anticoagulation was administered. A 6f sheath was inserted into the right cfa, at the femoral head with no noticeable oozing or swelling at the access site pre-mynx. Post procedure bp was 167/75. The initial cath was performed without complication, however, of note, the pt did have complaints of groin pain during the procedure. The physician, trained to the mynx, assessed suitability of closure and proceeded to use the mynx device per IFU without complication. Hemostasis was successfully achieved and no bleeding, swelling or hematoma was noted immediately post procedure. During recovery, the pt had complaints of back pain, however was discharged the same day. Later that evening, the pt returned to the hospital with complaints of increasing pain. At that time hct had dropped from 39 (pre-procedure) to 29. A CT scan documented a stable retroperitoneal bleed; however, hct continued to drop to 22, and 2 units of blood were transfused. The pt was reportedly doing well and discharged on six days later, without further incident.